Manufacturer narrative:
Reference record (B)(4). Additional information added to a4, b3, b4, b5, b6, b7, and h2. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 04 oct 2019: in 2019, a male patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 , it was reported that the patient had no acute abdomen and duodopa therapy was well functioning. On (B)(6) 2019 during on outpatient assessment, an abdominal overview photo and ultrasound of the abdomen revealed no abnormalities except for an increased c-reactive protein (crp). A repeat crp was done which revealed an increasing crp level. On (B)(6) 2019 the patient was contacted who reported many complaints of vomiting. The patient was subsequently admitted to the hospital. A CT scan of the abdomen showed a closed loop obstruction based on the jejunum extension in the small intestine and the patient was operated on the same day. It was reported that the jejunum extension was strained in the small intestine and food scraps were caught in the pigtail at the tip of the extension (bezoar). The tip of the tubing was cut and the intestine recovered. On (B)(6) 2019 the patient was released from the hospital. At the time of report, the patient was recovering and resumed titration of duodopa therapy.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of (B)(4). A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, a nurse reported that the patient experienced a bezoar around the tip of the intestinal tube, which created an ileus that required an unspecified surgery. A nurse stated that due to the traction created by the bezoar, there was tissue necrosis in the intestinal mucosa. On an unknown date, the intestinal tube was removed and discarded. Multiple attempts to obtain further information was declined by the hospital.